Event description:
Multiple md visits for recurrent uti starting (B)(6) 2012 with pmd sent to urologists (B)(6) 2012 had cystoscope, (B)(6) 2012 and (B)(6) 2013. Lynx sling implanted for bladder repair (B)(6) 2009.